Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder unit overheated. It tested fine but halfway through the case, they noticed smoke. This occurred inside the pt, but the hemopro tissue welder was retracted inside cannula. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning.